Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-pasddle leads upn: m365sc8336500. Model: sc-8336-50 . Serial: (B)(6). Batch: 7070264.